Manufacturer narrative:
(B)(6). This report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA p980040. All pertinent information available to abbott medical optics has been submitted.

Event description:
The dr. Observed that the tip part of the cartridge was deformed before using it. No patient contact or injury reported. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Serial #: (B)(4), catalog #: pcb00v023,5 UDI#: (B)(4), expiration date: 09/29/2019, mfg date: 09/29/2016. Device evaluation: the preloaded insertion system was returned for investigation, the actual intraocular lens was not returned. The plunger was observed in the advanced position. Visual inspection was performed at 10x microscope magnification. The cartridge was observed correctly engaged into the lower body of the device. No assembly errors and/or defects related to the manufacturing process were observed in the preloaded insertion system. During the visual inspection, no lens was observed inside the preloaded insertion system. Residue of viscoelastic solution were observed on the cartridge which indicates that the unit was handled and prepared for surgical use. A dent/distortion was observed at the cartridge tip. The reported issue was verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.